Event description:
An aneurx bifurcated stent graft and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm near the end of the year 1999. The aneurysm was very tortuous with an angulated proximal neck. Iliac vessel morphology is unknown. It was reported during the 1-year follow-up, the physicians placed a proximal extender cuff due to migration of the stent graft. In 2002, one week before the scheduled annual follow-up, it was reported the iliac limb dislocated from the stent graft, which resulted in a ruptured abdominal aortic aneurysm. The pt was taken to the operating room where the pt is reported to have expired. No further info is available.